Manufacturer narrative:
(B)(4). Date sent: 6/10/2025. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? Pt reported dysphagia and minimal reflux. Symptoms began in (B)(6) 2024. What was the date of the imaging which showed the discontinuous linx? (B)(6) 2025. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Pt reported having a sudden severe pain in that area and had one hard, violent vomit. 2 weeks later she was sick with a stomach bug and vomited for a few days. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Pt does not believe so. What was anatomical position of the MRI? Did the patient have any other surgeries in the area? No. Did the patient receive any dilations while the linx was implanted? Yes, 2 dilations. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Pt had a recurrent hiatal hernia as well. She was offered surgery to repair and replace device. She has not yet decided if she wants surgery yet. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Yes. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 10253, and no non-conformances related to the malfunction were identified. Lot 10253 was an affected lot of the 2018 linx recall. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6). Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the linx was implanted back in 2017, the patient came in complaining of dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. Additional information: this patient with the 13 device is scheduled for surgery on (B)(6) and would like it replaced along with fixing her recurrent hiatal hernia.

Manufacturer narrative:
(B)(4). Date sent 7/9/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 10253, and no non-conformances related to the malfunction were identified. Lot 10253 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4) date sent: 6/11/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device.

Manufacturer narrative:
(B)(4). Date sent 10/1/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 9/5/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. Investigation summary: a 13 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was successfully made. Bent wires and tooling marks were noted in some beads. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. A manufacturing record evaluation was performed for the finished device lot number 10253, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2025. Additional information: this linx was explanted on (B)(6) 2025 and it¿s now available to be returned.